Event description:
Upon inspection of pt's hm2 controller and associated power cables, it was noted that the protective weaved sheath near the power source connections was broken all the way around, leaving the sheath below viewable. No damage noted to the protective sheath underneath or drive line but controller change warranted as this portion of the controller cables is protective in nature and would place the patient at risk for further cable damage. Controller was changed out with pt tolerating well. FDA safety report ID# (B)(4).